Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having laminoplasty procedure at c3-7 for a patient with a pre-operative diagnosis and medical history of cervical spinal stenosis. It was reported that the screws were broken. The threaded portion of the screw remained implanted in the patient, while the broken top of the screw was removed. No patient symptoms or complications were reported as a result of this event, and no additional treatment or surgery was performed. No patient complications have been reported as a result of this event. Additional information was received that the all the screws sheared in half where the threads begin and top part of screw.

Manufacturer narrative:
H3: product analysis : product: 8532067; lot: unknown visual and microscopic examination confirmed the screw was broken due to torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.